Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer report number: 2017865-2020-04506. It was reported that the patient presented for a lead revision procedure. The right ventricular lead had chronically low pacing impedance. The lead was capped. The physician could not insert the stylet into the new lead and when the lead was removed, insulation damage was noted, which was attributed to the implant technique used. Another lead was used to complete the procedure. The patient was in stable condition.